Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl) and dehydration. Customer administered insulin injections to treat bg levels; however, bg levels remained elevated and customer was admitted to the hospital on (B)(6) 2016. While in the hospital, customer was treated with insulin injections and basal insulin settings for the pump were adjusted by their health care provider (hcp). System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer was discharged from the hospital on (B)(6) 2016.